Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had been alarming no disposable clamp tubing. The alarm had been silenced, and the settings had been reviewed. The tubing had been clamped, and the cassette had been removed. Air bubbles had been noted, leading to the tubing being massaged and the cassette being tapped on a hard surface. The cassette had then been reattached, the tubing unclamped, and the pump restarted. Although the display had read "run," the two-tone alarm had persisted. The pump had been stopped and restarted, yet the alarm had continued. Eventually, the pump had been turned off, and the tubing had been clamped. The patient had been instructed to call the clinic upon its opening to report the issue and determine whether an earlier visit for disconnection was possible. The rate had been recorded as 2.5ml, with a residual volume of 15ml, and a total of 225.05ml administered. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.